Event description:
The manufacturer received information alleging that during a pre-use check of a trilogy evo o2 japan ventilator, a continuous alarm sounded and the screen failed to start up. Because the screen did not display, the specific alarm condition could not be identified. The device was not in patient use at the time of the event. No patient injury or harm was reported. The device was returned to the manufacturer for evaluation. Investigation confirmed that the ventilator powered up in a ¿ventilator inoperative¿ alarm state. Review of the event log identified an error code indicating that fluctuation levels detected by the flow sensor deviated from established specifications. Restoration procedures were performed using dedicated service software, which resolved the issue. As a preventive measure, the device flow sensor was replaced. Final functional testing, battery check, valve check, run-in testing, and cleaning were completed, and the device was confirmed to be operating properly. Additionally, the software was upgraded from version 1.06.10.00 to version 1.06.15.00.

Manufacturer narrative:
The reported failure of machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.